Event description:
On (B)(6) 2014, rn was inserting indwelling foley catheter, upon placement and return of urine, rn inflated balloon per protocol and lightly pulled back on catheter to seat in the bladder. The catheter came out, balloon deflated. Upon further inspection rn noted tip of catheter appears to have come apart. The catheter appears to have failed and has broke apart near the tip. There is a question about whether there may be a small piece retained within the bladder. Dates of use: (B)(6) 2017. Reason for use: urinary retention.